Event description:
The reporter sated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens, but the lens would not stay in the patient's eye, the lens kept popping out. There was no patient injury. The back-up lens was implanted. The reporter stated the surgeon felt the lens was defective.

Manufacturer narrative:
Other (lens kept popping out of eye). Evaluation results (other): visual inspection of retuned product found the lens optic and one haptic torn, with pieces torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.